Manufacturer narrative:
New information is provided in section b and section h1 to change the severity of the report to a serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
New information is provided in section h6 and there is a correction in section g3 to update the aware date for the previous supplemental report as well. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been returned for evaluation by the manufacturer. The investigation is not completed yet. The investigation results are pending. Internal karl storz reference number: (B)(4)

Event description:
It was reported that during an endoscopic resection of the prostate procedure, the sheath cracked and chippings came off the device and into the patient bladder. Chippings were evacuated. No negative impact in state of health reported.

Manufacturer narrative:
Correction section d9 product return date as it was accidentally left out in the previous supplemental. Device evaluation: the affected device was returned to karl storz tuttlingen on september 30,2024. The investigation revealed the following: the fracture of the ceramic beak could have been caused by pulling out the inner shaft at an angle from the outer shaft. This misalignment puts pressure on the ceramic, which is thereby pressed against the outer shaft, which can lead to a fracture. Ceramic is a brittle material with a high degree of hardness, but it is prone to microcracks. Such cracks can expand under stress or after repeated use and ultimately lead to a fracture. The instructions for use (IFU) indicate that the ceramic beak must be checked for damage before each use. In addition, the manufacturing code indicated that the article was produced in 2014, which means that it is already 10 years old. It can therefore be assumed that the life cycle of the article has been reached or exceeded. During this period, microcracks could have formed due to use and ageing, which ultimately led to the breakage. Ceramics are particularly sensitive to sudden mechanical loads or punctual pressure. For this reason, it is essential to carefully check the material before each use, as also described in the instructions for use and reprocessing. In view of the improper handling observed and the advanced age of the article, it is assumed that user error led to the damage observed. Internal karl storz reference number: (B)(4).